Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that contact 5 was greater than 4000 ohms during an impedance check. Contact 5 was not used in programming and the issue was not resolved at the time of the report. The indication for use was spinal pain. No patient symptoms reported. Additional information was received from the rep. It was reported cause was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative clarified that contact 5 was greater than 40000.